Event description:
From an in clinic follow up the physician found that the device had a sensing signal less than 1 mv. The other electrical parameters were stable. The physician performed two fluoroscopy images (lao and rao) and in his opinion no dislodgement occurred. The patient will perform a new in clinic follow up un short.